Manufacturer narrative:
(B)(4). The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: on what date did the implant take place? (B)(6) 2020. What is the product code for the linx device? Na. What is the lot number for the linx device? Na. Does the patient have any of the allergies to metals? No. Is the patient currently taking currently taking steroids / immunization drugs? Na. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was mesh used at time of implant? No. At the time of removal, was the device found in the correct position/geometry at the time of removal? Na. Have the symptoms resolved since the device was explanted? Na. Is the device available for return? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Clarification needed. It was reported that the explant date was (B)(6) 2020. Follow-up received stated that the implant date was (B)(6) 2020. Can you please provide the date that the linx device was implanted?

Event description:
It was reported that the patient had a linx implant on an unknown date and had the linx device removed on (B)(6) 2020 due to dysphagia. No other information is known at this time.

Manufacturer narrative:
(B)(4). Date sent: 02/12/2020. Additional information was requested, and the following was obtained: it was reported that the explant date was (B)(6) 2020. Follow-up received stated that the implant date was (B)(6) 2020. Can you please provide the date that the linx device was implanted? Date of implant is unknown.